Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. The customer was mentioned motor error. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer assisted with displacement test and test was pass. Troubleshooting was performed for motor error. Customer declined to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.